Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 24-dec-2023, UDI#: (B)(4). Analysis of the communicator found tm90 micro usb port/hub was visually damaged (micro usb charge port pins were bad) and failed battery charging test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was spinal pain. The patient reported that on friday evening they went to take a bolus, but when they did, they got a ¿low communicator battery, connect communicator recharge cable service code 388¿. The patient stated that they tried plugging communicator in as normal and tried different cables, but nothing was charging the communicator at all. They even cleaned the communicator, but the communicator was still yellow. A replacement communicator was requested from the repair department because the communicator wouldn't charge. On (B)(6) 2026, the patient¿s spouse called in to check on the status of the delivery of the replacement. The agent discovered the order was never scanned in by fedex. The agent put in another request with the repair department for another communicator to be expedited to the patient. The spouse stated that the family was going on a cruise and they needed the device to be delivered by 8am. The agent explained medtronic¿s role in delivery. The patient mentioned they get 7 bolus per day and haven't been able to take a bolus because the communicator was not charged. The patient stated that they tried different outlets and cords and the communicator was not taking a charge. The patient¿s husband called back later the same day expressing disappointment that they hadn¿t yet received the replacement device and reiterated that they would be leaving the country and needed the replacement because his wife was in pain. The agent contacted a local rep to see if they had loaner for the patient if the replacement didn¿t come and the rep said they did, so the patient¿s husband went to pick it up and the instructions for pairing the communicator were provided. On (B)(6) 2026, the agent checked the fedex tracking number for today delivery, and the fedex site showed a picture of the package sitting at the front door.